Event description:
It was reported that during a laparoscopic cholecystectomy procedure the scrub nurse loaded the first clip as usual. The surgeon fired the clip across the cystic artery and it came out scissored. She removed the clip and fired the clip applier again and once again the clip came out scissored. She removed the clip and completed the case using a reuseable ligaclip. No patient consequences reported.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was cholangiogram done on procedure? Was there any torquing or twisting of device when firing? Was clip fully loaded into jaws of device before firing? Conclusion: based on the photographic evidence and the ability to replicate similar failures, the belief is that the cause of this complication may have been excessive force applied to the device jaws during firing and/or firing over another clip. Physical device analysis of the subject er320 may provide additional evidence to what may have caused this complication. The hands-on analysis results found that the er320 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 11 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident.